Manufacturer narrative:
Pc-(B)(4). Batch #: w90u7h. Additional information was requested and the following was obtained: did the generator display an error message? Nope. If so, what was that message? Has the device successfully passed the pre-test? Nope. Were there patient consequences? If so why ? Did the device work before stopping? Nope investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that after an unknown procedure, the device did not work. No more information available.